Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about once a week, the patient starts to have pain and checks the device and the controller shows that the ins is off. The patient claimed that the remote will not connect to the ins after the ins turns off until the controller is reset by removing and reinserting the controller battery. The controller shows a message that says device not detected when they try to connect to the ins, before resetting the controller. The patient reports that when this occurs they feel a burning nerve pain and they are not using the controller at the time when they notice the device turn off. The tablet stim usage information showed that usage is 99%. The caller noted that the patient felt like the device turned off on (B)(6) 2021 and the stim usage diary showed that the ins was off for some time during that day. The caller indicated that the stim usage graph did not show any days on which the ins became completely depleted. The caller reviewed the recharger diary information and indicated that most session start at 60% and the patient charges to 100%. The patient is charging daily. There was on session on (B)(6) 2021 that had a duration of 1.5 hours with fair coupling, the patient charged from 50% to 90%. Adaptive stim is not active. Was using group b 95% of the time with the following settings: b1 1- 2- 3+ 4+ pw: 300 rate: 400hz amp: 6.8ma during the programming session today the rep added a second program on group b. Tss did not get those settings as they would not have been related to the sensation the patient was experiencing. The caller provided the following impedance values: ref 1 2 850ohms, 3 880ohms, 4 880ohms; ref 2 3 830ohms, 4 890ohms; re f 3 4 820ohms the issue was not resolved through troubleshooting. Tss had the caller create an mdt file and reviewed considerations. The caller will have the patient keep a log of the occurrences.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's issues was not determined. The patient has been resetting their controller. The issue has occurred once since it was reported.